Event description:
I was nearly killed in 2006 by the vagus nerve stimulator. The device was stopping my heart -asystole- during the 30 second stimulation cycles -every 3 minutes-. It is not uncommon for me to lose consciousness; so, I wasn't alarmed by anything when the problem started, I just thought that I was having seizures -no big deal-. My parents happened to stop by that morning and called my neurologist and 911, after they realized that something was seriously wrong with me. My last memory of that morning was of being inside of an ambulance. When I regained consciousness, I was in the i.c.u. Once my neurologist realized that my problems were being caused by the vns, he had to rush to his office - next building- to retrieve the equipment to deactivate the device. I had approximately 40 episodes of asystole prior to the device being shut off. It was a miracle that I survived the ordeal. While I was still hospitalized, my doctor informed me that he had just spoken with cyberonics and reported the incident to them, he added that they became angry with him when he told them that he was going to report it to FDA. As it turned out my doctor did not report the event at that time, as he had led me to believe. It was not until my lawyer requested my medical records for him four months later that he decided to sever our doctor/patient relationship and file a FDA report. One month after the incident, I had a meeting with my neurologist and a cyberonics rep. After the rep reviewed the hosp reports, EKG strips, x-rays, etc. He asked my doctor to perform a lead test -turn on device-. My doctor got angry with that fool and told him that he would never think of doing such a thing. My doctor raked the rep if his company planned on reporting the event to the FDA. The rep danced all around the question and never gave an answer. If my parents hadn't shown up that morning, I'm sure my death would have been classified as either sudep or unk, just like a majority of the vns deaths are in the maude reports. Dates of use: 2000 - 2006. Diagnosis: epilepsy. Event abated after use stopped: yes. Vegus nerve stimulator 2000 through 2006.